Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and high voltage therapy from their implantable cardioverter defibrillator due to incorrect interpretation of supraventricular tachycardia (svt). Programming changes were made. The patient was stable.